Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported all impedances on the patient¿s device were out of range and too high. It was noted the patient had a decline in therapeutic effect. It was reported the patient had recently fallen which might have contributed. It was reported the cause of the high impedances was not determined. It was noted the patient talked with their healthcare provider about the possibility of revision.